Event description:
A hospital in (B)(6) reported via our distributor that the water feedset tube of an mr290v humidification chamber was damaged. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via our distributor that the water feedset tube of an mr290v humidification chamber was damaged. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is en route to fisher & paykel healthcare (B)(4). We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected for the reported damage. Results: visual inspection revealed a break between the water feedset tube and the connection to the chamber dome. The surface of the break was rough. A lot check revealed no other complaints of this nature for lot number 120828. Conclusion: the feedset tube break was rough, suggesting that the damage may have occurred as a result of the tube being pulled away from the dome possibly due to the feedset being caught or under tension. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the damage occurred post production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).